Event description:
The customer reported that the c-arm has been displaying intermittent "filament regulator fail" error messages. The technician can press any key to clear error message and continue to fluoro. The problem has been occurring for several weeks. During a procedure on the error message could not be cleared and the system required a reboot. The procedure was then completed with no further problems. There was no patient injury. At the conclusion of the case the system was taken out of service and a call was placed for service.

Manufacturer narrative:
The system did not complete a filament calibration routine. The ge rep replaced filament drive pcb. System now completes the filament calibration routine successfully. The system operates as intended.